Manufacturer narrative:
The insulin pump was received with no act button response due to corroded keypad traces, also there was no button error alarm noted during testing. The insulin pump was received with a minor scratched display window, cracked case at display window corners, a cracked reservoir tube lip, cracked battery tube threads, and a cracked pump belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was unknown. Troubleshooting was not performed. The device was returned for analysis.